Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the metaglene component at bone to implant interface. One of the metaglene screws was broken. It had been revised once before, from the original surgery on (B)(6) 2016. Surgeon removed the glenosphere, metaglene and screws. He left the broken part of the screw in the glenoid. He re-reamed the glenoid, changed the positioning of the metaglene, went up to a 42 glenosphere, used an eccentric head, put 4 new screws in, and used a +9 spacer and a 42 +3 cup. Doi: (B)(6) 2016. Dor: (B)(6) 2019; left shoulder.